Event description:
Pt was revised due to poly wear and osteolysis.

Manufacturer narrative:
Visual examination of the returned liner does confirm wear of the poly material. There is nothing, however, that appears unusual or excessive for the approx 12 yrs of implantation. Review of device history records is not possible as the lot code required is illegible due to damage from the extraction process. The investigation could not verify or identify any evidence of product error with regard to the reported event. Based on the investigation, the need for corrective action is not indicated. Additionally, the investigation has determined that this product code has been inactive/obsolete since july 2002. Should additional info be received, the complaint will be reopened. Depuy considers the investigation closed.